Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was used in a de novo pulmonary vein isolation cryoablation procedure for "sleeping". When the polarsheath was positioned in the left atrium (la) the physician was advised to not aspirate while the polarx catheter was within the sheath, the physician insisted on aspirating, and aspirated air bubbles, most likely from the valve. The polarsheath was exchanged and the procedure was completed successfully with no harm to patient being reported. The device is expected to be returned to boston scientific for analysis. This product is part of the (B)(4) advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
Visual inspection of the device showed no abnormalities. There was an uncontrolled tear on the surface of the outer slit there and leaks were observed. The sheath failed all standard manufacturing aspiration, hemostasis, and air pressure testing with gross leak in the pressure decay test; visible bubbles in the flush line during aspiration; and leaks from proximal end while pressurized at 5.5 psi in hemostasis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Event description:
It was reported that a polarsheath was used in a de novo pulmonary vein isolation cryoablation procedure for "sleeping". When the polarsheath was positioned in the left atrium (la) the physician was advised to not aspirate while the polarx catheter was within the sheath, the physician insisted on aspirating, and aspirated air bubbles, most likely from the valve. The polarsheath was exchanged and the procedure was completed successfully with no harm to patient being reported. The device has been returned to boston scientific for analysis. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.